Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow up, loss of atrial capture with intrinsic p-waves causing inappropriate mode switching, and atrial undersensing during atrial fibrillation (af) were observed on stored egm. High capture thresholds and drop in p wave measurements were also noted. Patient was feeling different during exercise since last couple of months and no specific symptoms were reported. Programming changes were made. The patient was stable and will be continued to be monitored.